Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: it was presumed that humidity invaded the lg-lens [light guide lens] which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the colonovideoscopes illumination was insufficient. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During device evaluation at olympus, it was found that the complaint of there being insufficient illumination was confirmed. Evaluation found the following reportable malfunction of the light guide having foreign objects; however, it cannot be denied that this endoscope may have been used in the procedure while this foreign material was present in this endoscope. Additional findings are as follows: the flexibility adjustment ring, grip, knob, switch box, and objective lens all have scratches. The air/water cylinder and the suction cylinder both have no color. The scope connector case unit has a dent, the electrical contact of endoscope connector is deformed. Due to damage on the connecting tube, the insulation resistance value does not meet the standard value. Due to a burn on the connector cover, the insulation resistance value at the distal end does not meet the standard value. Due to a burn on light guide lens, the illumination is uneven. The image guide protector has a chip, the light guide lens has a crack, the connecting tube has a buckling, and the universal cord has a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.